Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were getting alert to change sensor after calibration not accepted. The customer¿s blood glucose level was 45mg/dl at the time of incident. Customer did not troubleshoot for low blood glucose. The customer was assisted with troubleshooting for sensor calibration. The customer was advised to return the sensor.